Event description:
A new device was used to complete the procedure. The device that was used to complete the procedure was a pk-cf0533 lot #fr103646. The broken piece was retrieved with laparoscopic forceps and removed from the patient. The device was inspected prior to use. No damage or abnormalities were observed. This occurred in the middle of the procedure. The generator settings at the time of the event were pk coag, 100w, effect 3.

Manufacturer narrative:
An email was received from (B)(6) on (B)(6), 2021 providing additional information regarding the reported event. The following sections were updated: b5, g3, g6, h2, and h10.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, an evaluation of the device, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted. The device was returned to olympus for evaluation. Dried tissue was identified on the jaws consistent with use. One of the jaws of the device was missing and not returned. Scrapes on the insulation of the jaw legs was found with three areas of exposed metal. The test cord was damaged and the wires appeared to be frayed. Additional device aspects were found to be normal or were unable to be tested. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was traced to user handling. The device had foreign residue consistent with usage and tampering of the cord was identified as the cord was damaged. The IFU contains the following statements that may help prevent the identified occurrence: "position the device as desired for grasping, coagulation, and transection of tissue. This may be improved through the use of the rotation wheel controlling the orientation of the forceps jaws. If using the forceps jaws and shaft of the instrument to leverage tissue, ensure the forceps jaws are closed to prevent deformation of the forceps jaws." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that the upper jaw was detached from the olympus pk cutting forceps during a total laparoscopic hysterectomy. As reported, the upper jaw broke and fell off while the physician was using the device to dissect/ligate the uterine vault. The procedure was completed and the event did not harm or impact the patient.